Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported issues with ifosfamide (24-hour infusion) running slower than intended and "will take an extra couple hours to infuse". The product issue was reported to bd representative during site visit. It was reported that "no further information available and no products available for investigation". There was patient involvement but impact is unknown.